Manufacturer narrative:
The device was returned to olympus for evaluation; however, it has not been evaluated at the time being. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, infection control found residue on the outside of the instrument channel and on one of the angulation wires on the evis exera iii bronchovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and correction to b3, b5 (inadvertently left off the initial report). The customer's complaint was not confirmed. Device evaluation identified the following non-reportable defects: leakage at the bending section cover along with a pinhole and cracked glue, objective lens glue cracked, insertion tube had a dent and failed ring gage, insufficient angulation, and the charged coupled device unit shrink tube had a cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The scope passed its routine set up inspection prior to use; issue found during a routine bore check by infection control. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.